Manufacturer narrative:
Additional evaluation was carried out, the encoder was assembled into a golden unit, the device powered up without issue. The dial rate encoder to change the pacing rate failed. The pacing rate encoder dial did not function properly. The dial atrial output encoder to change atrial output amplitude passed. The encoder functioned properly. The dial ventricular output encoder to change ventricular output amplitude passed. The encoder functioned properly. The dial sensitivity encoder to change the a-v sensitivity levels, pacing interval, upper rate, pump rate, and on/off failed - the pacing rate switch inoperable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis confirmed the customer's comments as the external pulse generator (epg) knob was difficult to turn for a settings change. It was also noted that the output connector assembly wires were pinched. The hanger assembly was contaminated. There was an liquid crystal display backlight issue due to a connector on the main printed circuit board. The upper case was broken. The keypad was scratched. The encoder assembly was contaminated. Two knobs were contaminated. The lower case was broken. One case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the dial of the external pulse generator (epg) was difficult to turn for a setting change. The epg has been returned for service. There was no patient involvement.